Event description:
It was reported that the patient experienced an infection. This implantable cardioverter defibrillator (ICD) system was explanted. No additional adverse patient effects were reported.